Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that replace battery now alarm was occurred. Blood glucose was 173 mg/dl. Customer was changing the battery but same issue was found. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the active current measurement, and displacement test. Failed battery test alarms due high sleep current. Insulin pump passed the displacement test. Hardware low level failures, variable 3, alarmed during self test and was confirmed in insulin pump history file due to cold solder joint at keypad assembly.